Event description:
An article was received regarding the efficacy in treating patients who experienced status epilepticus (se) within the year prior to receiving vns therapy. One patient had an infection related to the implant surgery and had the device explanted. One patient experienced an increase in status epilepticus episodes within 1 year post-implant as compared to the 1 year prior to implant. No further relevant information has been received to date.